Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, and severely scratched display window noted. No damage on the lcd screen noted during testing.

Event description:
The customer reported via phone call that they had hard time reading the insulin pump. The customer reported that there were little scuff marks across the screen. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.